Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus and the insulin gauge did not decrease. During troubleshooting with tandem technical support it was determined that the customer received an incomplete bolus alert. Customer stated they may have accidentally backed out of the bolus menu and did not deliver the intended bolus. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.